Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that leaked in the center of the filter where there is a small hole which caused the patient to lose a certain dose of an unspecified cytotoxic drug. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that leaked in the center of the filter where there is a small hole which caused the patient to lose a certain dose of an unspecified cytotoxic drug. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
Received one new primary plprimary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch plumset, pe lined tubing, 107 inch and the leakage could not be confirmed or replicated. The product was tested per product specification. There are no leaks observed anywhere along the fluid path. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot was reviewed, and no nonconformities found that would have led to the reported complaint. Additional information are also found in the following: d9 - device available for eval from no to yes; d9 - date returned to mfg of 4/11/2022.